Manufacturer narrative:
Additional product was associated to this product which is reported under the initial MDR of MFR report #2916596-2018-00098 and the final MDR of MFR report #2916596-2018-03219. Manufacturer's investigation conclusion: the reported event of alarms occurring while the patient cable was connected was confirmed. The patient cable was functionally tested and failed a majority of its continuity tests. A power cable disconnect alarm associated with the white lead occurred after several minutes of testing, even though the system was connected. The log file contained data spanning 5 days (06dec2017 ¿ 11dec2017 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. Starting on (B)(6) 2017 at 1:41, long strings of white power cable faults occur even though the power cable is not flagged as being disconnected, which would indicate a true disconnection. This occurs when the patient using the power module and batteries. The power cable disconnect alarms did not prevent the system from running at appropriate voltages and pump speeds. The root cause of the alarms appears to be wear and tear on the patient cable. The heartmate ii patient handbook instructs users how to handle alarms from their controllers, including power cable disconnect alarms and low flow hazards. This section also shows users what not to do with their patient cables, such as twisting and kinking them. The document also instructs users to regularly ensure that their patient cables are clean and functional, and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that interrogation of the patient¿s system controller revealed multiple low flow alarms. These alarms were reportedly not new for the patient. The patient was asymptomatic. The lvad clinician reported that the cause of the low flow alarms was not entirely known, but felt that it was likely due to cannula position. The patient has had several transthoracic echocardiograms (ttes) to assess. Results were not provided.